Event description:
A male patient contacted lifecor customer support to report getting several 'adjust belt" messages this evening. Support had the patient download and the download revealed back falloff. The patient stated that there was a wire under the ECG. Patient adjusted electrode belt and all ecgs were touching the skin. The system continued to alarm. Support had the patient tighten the garment, take a few manual recordings and download. The download showed that the noise was decreased. Support scheduled a psr visit because the alarms continued. In 2008, a psr visited the patient and saw the garment was loose. She tightened the garment and the psr said he was having no more alarms. Patient called support 30 minutes later and stated alarms continued. Support sent another psr to the patient to replace the electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The electrode belt was found to have a defective cable from ECG b to the distribution node. This caused the deterioration of the signal. The cable was reconditioned and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of ths defect is unknown, but appeared to be caused by stretching of the cable due to patient use. The electrode belt cable was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.